Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain. The cause of the event was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for the event. The patient was discharged 10 days after hospital admission. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.